Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was done to address the event that occurred? How was the procedure completed? Were there any patient consequences as a result of the event? If yes, please describe with further detail.

Event description:
It was reported that during a colo-rectal anastomosis the device only cut and did not staple after firing.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was done to address the event that occurred? How was the procedure completed? Were there any patient consequences as a result of the event? If yes, please describe with further detail. As a result of misfire the procedure was converted to apr (abdominoperineal resection ) from lar (lower anterior resection). The patient had permanent colostomy post procedure. Additional information received changed to a serious injury. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeon¿s experience with the device? In what specific surgical procedure was the device used? Did the healthcare provider receive confirmation of a complete cut? Were the donuts and washer inspected for a complete transection? Were there any staples noted in the surgical field? If so, what was the location of the staples and can you describe their shape? When was the safety released? Where in the green gap setting scale was the indicator located prior to the device being fired? What is the current patient status?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Carcinoma of colon. What is the surgeon¿s experience with the device? Surgeon has fired circular stapler in more than 10 cases successfully. In what specific surgical procedure was the device used? Lower anterior resection (lar) - coloproctostomy. Did the healthcare provider receive confirmation of a complete cut? The healthcare provider examined the both the distal and proximal donuts post-firing. The donuts were formed well. Were the donuts and washer inspected for a complete transection? Only donuts were inspected. Were there any staples noted in the surgical field? If so, what was the location of the staples and can you describe their shape? No staples were noted. When was the safety released? Post firing. Where in the green gap setting scale was the indicator located prior to the device being fired? The orange indicator was in the green zone prior to firing according to the surgeon. What is the current patient status? The patient had permanent colostomy , but stable now. The device was discarded.